Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the ipg would not communicate with external devices after the physician closed up the patient using electrocautery. Troubleshooting was attempted to recover the ipg to no avail. The ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.